Manufacturer narrative:
No additional information, medical records, x-rays, etc will be made available due to hospital and surgeon policy. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised head and liner in patient's hip due to an audible squeak.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there has been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised head and liner in patient's hip due to an audible squeak